Event description:
In 2008, the pt reported that his blood glucose was elevated to 535 mg/dl. His normal blood glucose range is 130-150 mg/dl. He stated that at 8:15 am he injected 20 units of insulin and bolused 12 units of insulin through his infusion device. At 10:55 am, he injected 20 units of insulin and bolused 12 units of insulin through his infusion device. At 3:00 pm, he injected 20 units of insulin and bolused 5 units of insulin through his infusion device. At the time of the report, the pt's blood glucose measured 416 mg/dl and he stated that he felt ill. The pt is visually impaired and was unable to check his insulin cartridge and tubing for air bubbles. He was instructed to disconnect from the infusion site and to perform a prime. He stated that insulin flowed consistently from the infusion tubing. Upon f/u seven days later, the pt stated that his blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.